Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 21mm in length and extended from a position 1mm proximal of the distal markerband to mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous left forearm shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon was ruptured at 4atm within 20 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. Physician's comment was the balloon ruptured due to balloon damage on the blade shoulder part. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous left forearm shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon was ruptured at 4atm within 20 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. Physician's comment was the balloon ruptured due to balloon damage on the blade shoulder part. There were no complications reported and the patient was in good condition post procedure.